Manufacturer narrative:
97755, sn: (B)(6) returned for product analysis. Analysis found record the two values: the highest number (00), the low number (00) and no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient's device was not charging and the controller was displaying the message ¿rm03¿. Caller mentioned that the device was not programmed anymore. They stated that they had previously been instructed by manufacturer representative (rep) to remove the battery for a few minutes to see if that would resolve the issue, but it did not work. Agent had caller reset the controller. Caller stated seeing the message ¿no device found¿. During the call, the caller stated that the patient did not have the recharger with them, as they were at the store. For the event date, caller stated it¿s been about 3 weeks, agent clarified and caller confirmed, they stated was like the 1st week of jan 2026. Agent reviewed information and advised the caller to attempt charging the patient¿s implant once they return home, monitor and call back if the issue persists. No symptoms were reported. Patient stated that they are unable to charge the implant as the recharger overheats and makes a noise and keeps saying to call mdt. Agent sent request to repair for replacement recharger. Case re-opened and assigned to agent to add secure note and send request to repair. Patient mentioned having called their hcp but received no return call. Additional info received from patient that they had been having problems this week and it's been four weeks of having problems with the pain device. Patient said that the implant wasn't charging even though they called on monday and got a new one (recharger was replaced), but things still weren't working. Patient said that when trying to recharge the implant, the controller was saying things like impossible to continue, something about a charging problem, something about the stimulation being impossible, and to recharge the device. Agent assisted patient on recharging ins and was routed to passive recharge. Patient was able to get to the batteries screen with controller at 80% and ins at 30% recharging excellent. Almost the end of the call implant incremented to 40%. Patient asked how to change the date and time. Patient will change the time and date after recharging implant. Patient also ask about how to return the recharger. Agent reviewed information. Patient transferred from (B)(6). Patient stated that their implant was not working. Patient said that no matter how long they charge it was not working. Patient turned on the stimulator by pressing the top button. Patient was in group b. Patient increase the stimulation and updated the date and time.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.